Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 384 mg/dl with a ketone level identified as dangerous. Cause of elevated bg level was unknown. Bg was treated with intravenous fluids. Reportedly, customer left the ER with customer in stable condition (bg 284 mg/dl).